Manufacturer narrative:
A cause of the reported issue could not be determined.the device passed functional and performance testing and was returned to the customer.

Event description:
A third party service agent contacted physio control to report that a shock button on their customer's device would no longer properly respond to button press. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
A third party service agent contacted physio control to report that a shock button on their customer's device would no longer properly respond to button press. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to verify the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that a shock button on their customer's device would no longer properly respond to button press. There were no reports of adverse effects to the patient as a result of the reported issue.